Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the latch on the tower door was failed. A field service engineer replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a pyxis medstation es system had broken latch on tower door, preventing user from removing the required medication and causing minimal delays. There were no adverse events or injuries reported based on this event.